Manufacturer narrative:
Reportability change: after further review, it was determined that the criteria for reportability was not met. The investigation determined that the cause of the event was the customer's network. There was no failure of a philips device. This record is deemed not reportable. The record was reviewed and re-evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. H3 other text : reportability change.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported central monitoring is no longer visible for block a. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. The customer was provided a quote for services and responded the issue is already solved and no technician is needed.